Event description:
It was reported that the patient presented for routine in-clinic follow-up. A device interrogation revealed several inappropriate mode switch episodes. The episodes resulted from loss of capture exhibited by the right atrial leads. Programming interventions were made. The patient was stable.